Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. Noise was observed. X-ray revealed no evident damage. The lead was capped and replaced on (B)(6) 2016.